Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient underwent a coronary procedure with implantation of a 3.5 x 15 mm xience xpedition stent in the mildly tortuous and moderately calcified distal circumflex artery. After stent deployment, a dissection was noted at the ostial stent edge and a 3.5 x 12 mm xience xpedition stent was implanted as treatment. Post procedure, patient was in stable condition. No additional information was provided.